Manufacturer narrative:
Initial reporter foreign zip code: (B)(6).

Event description:
It was reported that t2 was not triggered. There was no delay or patient injury reported.

Manufacturer narrative:
Only the insertion device was returned, no suture or ts. The needle is dramatically bent on two planes. The device was functionally tested for proper actuator advancement and cycling and was found not to function due to the bent needle. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed. No root cause related to the manufacture of the devices can be established. Updated.